Manufacturer narrative:
During preliminary inspection of the delivery device, a crack was confirmed on the balloon shaft under the strain relief. Investigation is ongoing.

Manufacturer narrative:
Additional information: the delivery system was visually inspected and no abnormalities were observed. During functional testing, the device could not be de-aired and a gross fluid leak was seen originating from under the strain relief. The strain relief was removed and a circumferential tear of the balloon shaft was observed at the location under the strain relief; minor white stress marks were noted in the outer strain relief. Both the pebax material and the wire braiding were partially separated. The unit was placed back together so that the seams aligned. Upon realignment, the pebax material showed little evidence of stress, as evidenced by the minimal amount of white discoloration. When placed under elongation and prolonged stress, pebax material will stretch and create a white material discoloration. It also appears that the tubing was subjected to a tear that may have propagated, as evidenced by the slight discoloration of the material. The complaint was confirmed. Root cause investigation and corrective actions have been initiated in response to this issue. The most likely root cause is believed to be improper latching of the card tray handle strap resulting in the card tray handle strap becoming inadvertently unlatched due to vibration or impact from the shipper box being dropped during shipping. Re-training was provided to the packaging operators. The complaint device was manufactured prior to the retraining of the operators; therefore, no additional corrective or preventive actions will be pursued.

Event description:
As reported by the edwards field specialist, during preparation for the transfemoral tavr procedure, the delivery system was unable to be de-aired. Per report, when pulling back on the 60cc syringe, an excessive amount of air kept coming back and there seemed to be no suction. In order to troubleshoot, a new high pressure stop cock and syringe was opened, however, the same phenomenon occurred. At this time air was observed to be coming out of the hub of the delivery system catheter. A second delivery system was opened and was used without complications. The first device did not contact the patient.